Event description:
The customer observed false reactive alinity I anti-hbs results for one sample. The patient historically tested positive for hbsag, hbeag, and anti-hbc. The customer believes the alinity I anti-hbs result should have been negative. Initial test results: anti-hbs 652.83 miu/ml, high-sensitivity hbv dna was negative. The sample was repeated after hbt blocking test was performed and the results were: anti-hbs 637 miu/ml. (Reference range anti-hbs < 10 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer observed false reactive alinity I anti-hbs results for one sample. The patient historically tested positive for hbsag, hbeag, and anti-hbc. The customer believes the alinity I anti-hbs result should have been negative. Initial test results: anti-hbs 652.83 miu/ml, high-sensitivity hbv dna was negative. The sample was repeated after hbt blocking test was performed and the results were: anti-hbs 637 miu/ml. (Reference range anti-hbs < 10 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I anti-hbs reagent lot 72169fz01 to address the customer¿s observation of false reactive results. Review of tracking and trending by list number did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. The overall performance of the alinity I anti-hbs reagent was reviewed using worldwide field data. The review shows that the median patient result for the master lot falls within +/-1sd of the established baseline, indicating the reagent lot was performing acceptably on market. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent lot 72169fz01.